Manufacturer narrative:
Mml reference #: (B)(4). The explanted device has been requested to be returned for evaluation. Other devices: model: 5100. Description: implantable pulse generator ( ipg). Serial number: (B)(6). Model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6).

Event description:
It was reported that the patient underwent revision surgery to replace the reactiv8 system at the patient's request. The patient was implanted with the reactiv8 system seven years ago. The device was reported to have had an out-of-range failure of the left lead in (B)(6) 2022. The device was reprogrammed to unilateral stimulation to address the issue. On the day of the procedure, the field clinical engineer (fce) performed the impedance matrix and found one electrode of the right lead was out of range but functional. During the explant of the right lead, the distal tines, end cap, and one electrode remained in the patient. The surgeon decided to continue implanting the new reactiv8 system. There was no patient harm or injury as a result of the procedure.

Manufacturer narrative:
Mml reference #: (B)(4). Other devices: model: 5100. Description: implantable pulse generator ( ipg). Serial number: (B)(6). Model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). The patient received a complete reactiv8 system revision as precautionary due to the longevity of the ipg battery. The devices were returned for evaluation. The reported issue was verified. Analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the left percutaneous stimulation lead. There was no fracture of the coil wire found on the right lead. The implantable pulse generator (ipg) passed the functional test.

Event description:
It was reported that the patient underwent revision surgery to replace the reactiv8 system at the patient's request. The patient was implanted with the reactiv8 system seven years ago. The device was reported to have had an out-of-range failure of the left lead in (B)(6) 2022. The device was reprogrammed to unilateral stimulation to address the issue. On the day of the procedure, the field clinical engineer (fce) performed the impedance matrix and found one electrode of the right lead was out of range but functional. During the explant of the right lead, the distal tines, end cap, and one electrode remained in the patient. The surgeon decided to continue implanting the new reactiv8 system. There was no patient harm or injury as a result of the procedure.